Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on a black screen displaying the error object reference not set to an instance of an object and the issue remained even after the station was reimaged. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown error message after reimaged by field service engineer. A technical support specialist (tss) dialed into the station using carefusion admin and found that the medapplication was not launching and was giving an error. Tss followed knowledge article, med es application error "dispensing.ui.win has stopped working" and was able to launch the medapplication without any error. When setting up auto-login, an error appeared stating registry has no permission. Tss then followed knowledge article, medapplication not launching automatically; station at blue screen copied the dependencies.xml file from another anesthesia station and placed it in the station. Upon checking the registry, tss noticed the site identification was different, so it was changed to the current site identification. After rebooting the station, it successfully logged in to carefusion application and launched the med application normally. The system functioned as intended after the technical support specialist troubleshot the device.